Manufacturer narrative:
Analysis found the lcd (liquid crystal display) was out of electrical specification (missing pixels). Analysis also found the lower case was broken.

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.